Event description:
I've been using dexcom g7 sensors for about a year now and have been satisfied with dexcom's customer service and replacement protocols. This product peels off, even if you don't do a whole lot. I'm an active person and this has been happening a lot more recently. My doctor has prescribed me this continuous glucose monitoring system and I have seen positive results since starting- hba1c has reduced to prediabetic levels - 6.5! Life expectancy for people with type one diabetes is lower than your average person. Every situation matters, when I'm unable to see my glucose levels - this causes risk to my future. I would like dexcom to revisit their replacement policies and revise for the patients they serve. We should not have to get on our knees to obtain a replacement. It's a serious matter, that's why you're getting money from my insurance company. The department that handles replacements don't recognize the part they play in people staying well. If this is a top down matter, the matter needs to be addressed with the top - or their board of directors.